Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the reporter. Therefore, it is unknown if the tubing involved was an abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been an abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2016, the patient underwent a gastroscopy which revealed two gastric ulcers.